Event description:
Litigation papers allege: suffered a long and painful recovery period; he still suffers from severe pain and experiences considerable difficulty with walking and performing daily life activities. Having the asr hip has exposed him to severe complications including elevated levels of cobalt and chromium in his blood, damage to the tissue surrounding the hip joint, and device failure necessitating a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2012- plaintiff¿s preliminary disclosure form was received, which identified dob, doi, and part/lot information. The femoral head is now being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.